Event description:
Philips received a complaint by the customer on the v60 indicating that bipap mode does not work, and air is not coming out. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6) hospital. Phone: (B)(6).

Manufacturer narrative:
The manufacturer has contacted the customer regarding the repair of this device, but no response has been received. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.